Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was "unable to see clearly". The iol was exchanged for a different lens model and a one diopter difference of power approximately one month after the initial implantation. The clinical reason for the exchange was reported as "complicated iol". Additional information has been requested as well as a request to clarify what was meant by "complicated iol".

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned inside a plastic specimen jar. Solution is dried on the lens. The optic is torn/cut into four portions. The damage is similar to damage from removal from the eye. Additional splintering split/cracks are observed at the torn/cut lines. The associated cartridge and handpiece products were not provided. It is unknown if approved lens/cartridge handpiece combination was used. Two viscoelastics were indicated. Only one of the viscoelastics are qualified for this lens when used with a qualified cartridge. The root cause could not be confirmed for the reported complaint. The lens was returned in pieces. Each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter during the manufacturing process. Information was provided in the file that the 20.5 diopter toric iolwas replaced with an non-toric lens model 19.5 diopter. The replacement lens model is a monofocal lens model. The monofocal lens is not designed to correct astigmatism. The information that a toric lens model was exchanged for a monofocal lens model may suggest that the patient did not require a lens to address astigmatism. The manufacturer internal reference number is: (B)(4).